Event description:
The pump was returned for investigation. Investigation revealed a discolored display and contamination under a keypad button contact. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. The contrast keypad button was unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under the contrast button contact. Unrelated to these issues, the keypad cover was observed to be peeling, and the serial number label on the back of the pump was missing. (B)(6).